Event description:
It was later reported that the physician was suspicious that the patient was accessing the pump.

Event description:
It was reported that during the patient¿s last pump refill on (B)(6) 2013 the patient experienced some burning right at the end of the refill around the injection site. The patient had no other symptoms and was sent home. On the day of the report the patient indicated that he had a funny taste in his mouth, increased pain, nausea an itching. The pump was interrogated but showed no alarms. Pump logs appeared normal. The healthcare provider (hcp) stated that it was not likely that a pocket fill occurred due to the lack of patient symptoms at that time. The patient was also taking oral oxycontin which had run out. At the time of the report the patient¿s heart rate was 110 and blood pressure was 130/80. The hcp considered performing a single bolus and increasing the patient¿s dose by 5% as well as supplying the patient with oral oxycontin. The hcp was uncertain about performing a dye study. The device system delivered hydromorphone, clonidine, baclofen and marcaine. It was later reported that the event was due to a suspected pump pocket fill. On (B)(6) 2013 the hcp aspirated the pump pocket site and pus was found. The physician also aspirated the pump reservoir expecting 30ml and was unable to aspirate any fluid from the pump pocket. The patient had experienced some overdose symptoms initially and then developed infection symptoms. Cerebrospinal fluid (csf) was drawn and it was determined that the patient had meningitis. The device system was consequently explanted. The date of explant was not provided. Patient outcome was not provided.

Manufacturer narrative:
Supplemental submitted to update (B)(4).

Event description:
It was later reported that the physician involved in the case ¿highly suspects foul play¿.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10961r40, implanted: (B)(6) 2002, product type catheter; product ID 8709, lot# j10961r40, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was later reported that the date of explant was 2013-(B)(6).

Event description:
It was later reported that the patient had experienced some mild burning and discomfort over the injection site at the end of the refill which the physician said was normal and not considered to be alarming. A few days later the patient went to another facility and had a different procedure for unrelated reasons. The procedure was inpatient and had nothing to do with pain management. The procedure was ordered by the patient¿s family doctor. The patient became sedated and had mental status changes after the inpatient procedure. He was transported to the local hospital. The event was discussed amongst the physicians involved and ¿the only plausible explanation was that a partial pocket fill could have occurred¿. A physician decided to tap the side access port. The fluid was cultured and staphylococcus was found. Coagulation was negative. The patient had an increased white blood cell count. Infectious disease was notified. They tapped the side port access and the refill port. They were expecting to remove 18 to 20ml of drug ¿but actually got almost nothing¿; the pump was almost empty. No pump alarms were noted. A ¿gross amount¿ of pus was taken out of the pump. The pump pocket was also filled with pus. The decision was made to remove the pump and catheter. The catheter tip, the pump and the pump contents were cultured. A rare type of staphylococcus that no one had heard of was found called staphylococcus saprophyticus. This type of infection had symptoms that match what the patient described such as the burning sensation in the area of the device. Infectious disease was notified. The physician stated that by all accounts the refill procedure was executed meticulously and all aseptic techniques were followed. It was very sterile and no issues at all were noted with the procedure. The physician also noted that the patient had a history of strange behavior and he had been lying about his oral medication use and had abused oral narcotics. The physician believed that the patient may have accessed his pump based on the volume discrepancy that was found and the rare infection the patient developed. It was noted that there were no product issues prior to this event. The device was working as intended and delivering medication as programmed. The refill procedure was done correctly. The partial pocket fill theory was ruled out as it could not be proven and the patient symptoms did not match an overdose; ¿they were more in line with an underdose or mild withdrawal symptoms¿. The patient was currently being managed with oral medication; however, the patient¿s pain was not well controlled. The patient was requesting a new pump but the physician did not want to implant a new pump until analysis results were available. The physician stated that it was unlikely that he would implant a new pump.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. As received the pump was left running at simple continuous rate with 0 ml of fluid in the reservoir. No other anomalies noted in pump memory logs. Fill septum was inspected and tested with no anomalies noted. Dispense and infusion accuracy testing passed. (B)(4)

Event description:
Additional information received reported the explant was due to infection and the healthcare provider (hcp) suspected the patient accessed the pump on his own. The patient¿s status after device removal was noted as recovered without sequela. The hcp requested the pump be evaluated for ¿foul play.¿

Manufacturer narrative:
(B)(4). The physician believed that the patient may have accessed his pump. C62862 no longer applicable as the pocket fill was ruled out and the refill procedure was reported to have been done correctly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that during the refill on (B)(6) 2013 some of the medication was filled into the patient's pump pocket. The patient stated it felt like a "bee sting" and was told "1-2 units leaked out into pump pocket." It affected the patient up to 2 weeks later, over the 2 weeks the patient experienced "blacking out" and attributed the symptom to baclofen. Patient had researched information on the internet and thought that the baclofen in the pump had caused the "blackouts." As reported previously the patient was at another facility after the refill for unrelated reasons, during their visit the patient started to feel different and then was taken to the hospital via ambulance. It was reported that the during the explant on (B)(6) 2013, the physician left the catheter in the patient's back. The patient was concerned because "the fluid in the catheter was infected." The patient reported their spinal column was infected and he had to "infuse" himself with "heavy duty antibiotics." It was noted that the healthcare provider (hcp) reported that the catheter was not left implanted but the new pain management hcp and the patient saw it on an MRI. It was noted that the patient had an appointment with the hospital administration and will further address their concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.